Manufacturer narrative:
(UDI) and are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Received bracket was in good condition; the upper section mounting holes were found to be in the wrong orientation. The reported issue was confirmed. This was a purchased finished good from supplier. The device history record (DHR) review did not apply. No further action was done.

Event description:
It was reported that with one of the pole flanking brackets, the mounting holes are in the wrong direction. No patient injury was reported.